Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare professional (hcp) regarding a patient receiving intrathecal fentanyl 50 mcg/ml and bupivacaine 30 mg/ml at unknown doses via an implantable pump for spinal pain indications. The hcp reported that the patient had refill yesterday and was able to bolus herself yesterday evening/this morning but was now locked out of her personal therapy manager (ptm) for 12 hours. The hcp confirmed there was no bridge/clinician bolus in progress. The hcp also confirmed the telemetry and refill date on both the clinician programmer and ptm matches and was accurate. The hcp did not know why patient was locked out. Ptm settings were max activations: 36/day, lockout duration 30min, dose restriction interval 2/1hr. Agent had the hcp try editing a myptm setting (reducing number to 35, updating and then increasing it back to 36) to see if lockout interval would correct itself. Troubleshooting did not resolve issue. Error code 372 was generated after first update was made (memory error) and cleared after the second update was made. The hcp also stated patient was repeatedly getting stuck at 90% but wanted the patient to call back on her own time to learn to clear the data.